Manufacturer narrative:
Based on the claim against the product by the customer noting reddish image, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed the led light of both endoscopes was reddish. The fse replaced the endoscope controller (ec), which controls the endoscope image, to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to have the intuitive surgical, inc. (Isi) device returned. Isi has received the ec, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the image became reddish after the start of the procedure and the surgeon was able to continue with the procedure robotically. An isi field service engineer (fse) confirmed the issue and replaced the part to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clinical sales representative (csr) called in to report that the image became reddish recently. The site already changed the scopes and performed white balance, but the issue persisted. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. During the procedure, the customer exchanged the scopes and performed white balance, but the issue persisted. The procedure was completed robotically with no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a reddish image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope controller (ec) involved with this complaint to perform failure analysis (fa). During in-house testing, when reviewing the remote error log, there were errors 48406 with p1 value = 8 and 9, indicating metadata error from the camera. The ec was installed with a test system which launched in maintenance mode to program software. System started up with no errors and the image quality was confirmed to be clear, crisp, and free of noise with correct coloration on both right and left side. All endoscope functionalities were operational, and fans were spinning as expected. Booted up system in normal mode and let it idle for 10 minutes. Power cycled system 10 times; the image color was getting light pink compared to normal when turned off and on the illuminator light or switched to the right and left side. The complaint regarding reddish image was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reddish image after the start of the surgical procedure was likely caused by a faulty component in the fiber cable.

Event description:
Refer to h10/h11 for follow-up information.